Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Struggled to pull tampon out- vagina [foreign body in reproductive tract]. Finally found what string was there... Could only pull it by a tiny singular thread [device breakage]. Struggled to pull it out of me- tampon [complication of device removal]. Case narrative: consumer reported via email that she struggled to remove the tampon due to a short string. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Struggled to pull tampon out- vagina [foreign body in reproductive tract] finally found what string was there... Could only pull it by a tiny singular thread [device breakage] struggled to pull it out of me- tampon [complication of device removal] case narrative: consumer reported via email that she struggled to remove the tampon due to a short string. No serious injury was reported. 5-jul-2022: consumer clarified that she only had issues with the "light" tampons. This case will be deleted. Please see manufacturer report # 1219109-2022-00173 for details of the l. Light tampon experience.